Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the assure platinum meter was reading high. Pt bg level tested at 453 and within 10 minutes tested at 129. Nurse didn't feel that this reading was accurate and retested. There was no treatment given. Pt was tested shortly before lunch and may have had some meds prior to testing. Controls were used and they were within range. Pt was not symptomatic and feeling fine at this time. Controls used were in range. Replaced product.